Event description:
Baxter japan reported, "leakage from the connection between a transfer set and a ti-adaptor. (8 days use)." No pt injury or medical intervention was associated with this incident per baxter japan.